Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine (20mg/ml at 4.806mg/day) via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the patient's pump went empty years prior to (B)(6) 2018 and the patient was in the intensive care unit (ICU). There were no further complications reported at this time.